Event description:
The clinic reported that a laser vision correction patient presented with infection/inflammation with diffuse lamellar keratitis (dlk) seen superiorly in both the eyes one day post treatment. It was stated that the patient had moderately high myopic treatment. The topical steroid dosage was increased. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.